Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: device history reviews for asr platform have shown no indication of deviations or anomalies with regard to material, manufacturing or inspection.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Update 23 jun 2022 received did not have any additional details to be added in investigation. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : device history reviews for asr platform have shown no indication of deviations or anomalies with regard to material, manufacturing or inspection.

Event description:
Litigation records received. In addition to what previously alleged, records alleges discomfort, emotional distress, disability, disfigurement and economic damages.

Event description:
Medical records received. After a review of the medical records patient was revised due to failed right total hip arthroplasty secondary to metallosis and acetabular component recall. Operatives notes indicated significant cloudy fluid encountered within the trochanteric bursa, as well as within the joint itself and there was diffuse metallic staining of the synovial layer within the joint. There was some metallic debris at the base of the trunnion as well.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary = no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot = device history reviews for asr platform have shown no indication of deviations or anomalies with regard to material, manufacturing or inspection.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records were received and stated the following: pfs alleges elevated metal ion, metallosis, pseudotumor, chronic hip and lower back pain, sleep difficulties. Noted during revision as per surgeon there were significant cloud fluid, diffuse metallic staining, metallic debris in the hip plaintiff suffered uncomfortable, achy, cramp in groin and leg. Plaintiff also alleges anxiety, stress and depression. Doi: (B)(6) 2007; dor: (B)(6) 2021; right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Update 19-sep-2022. Update received on 15-sep-2022 did not have any additional details to be added in investigation. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: device history reviews for asr platform have shown no indication of deviations or anomalies with regard to material, manufacturing or inspection. H10 additional narrative: added: b1 (is product problem), b5 and b7 corrected: a1 and h6 (device code).

Event description:
Pfs alleges elevated metal ions, chronic hip and lower back pain, impaired sleep and emotional distress. During revision surgeon found some cloudy fluid, diffuse metallic stain and metallic debris in the hip. Injuries and illnesses are continuing.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Th patient was revised due to groin pain and elevated ion levels. Removal asr acetabulum. Doi: unknown , dor: (B)(6) 2021, (right hip).